Event description:
While the surgeon was performing the sternotomy, the saw blade broke. One of the pieces remained in the sternum and was immediately removed using a needleholder. There did not appear to be any immediate patient injury. Date of use: (B)(6) 2013. Reason for use: minimally invasive aortic valve replacement.